Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was an inductor, designator l1, from the analog pcb assembly. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present. There was no patient use associated with the reported failure. Upon examination of the device, physio-control observed that it would not power on when prompted and that an audible alert tone was present.